Event description:
It is reported, maxzero , leakage occurred. A total of 8 units were defective. Additional information: please confirm how the fault was identified? There is no problem with the first use of the product, and on the second or third day of use, leakage is found during disinfection and catheter maintenance. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? The periphery of the infusion configuration is gravity infusion, and the central pipeline uses a pump to infuse the liquid, and the product cracks and leaks many times, and the infusion connection is the screw connection of the infusion device or the connection of the pump pipe. Please confirm the make and model of the connecting product(s) to the maxzero? The brand connected to mz is weigao spiral infusion set, model unknown please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No significant breakage, burrs, or deformations were observed in the infusion assembly. Please confirm what substance was being infused during the time of the event? Pre-infusion catheter maintenance is underway at the time of the incident was there any patient harm? The patient was not harmed. Was there an under infusion? There was no insufficient infusion.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.